Event description:
Xbarm alarmed on xns-r at 10:25 am, upon review of the filtered patient results all the mcv were dramatically increased. We stopped running on the right side of the sysmex--ran level 2 qc which alarmed mcv etc. We called tac for help troubleshooting, tac replenished the reagents wnr lysercell, wdf lysercell, and dfl. Ran qc still alarmed out of control. Tac performed rbc detector clog x3 and cell cean as patient x5, reran 3 levels qc, all within range. When tac was running the rbc detector clog I realized we had a clotted specimen on the right side at 8:00 a.m. That caused the sysmex to be clogged and affected the mcv, hct, and platelet parameters. We pulled all specimens affected after the clotted specimen and reran them on the xnh in main hematology. Organized the results, performed a result correction in epic for affected patients, approximately 60, and called the charge nurse on each floor with patient names and mrn with the explanation that some cbc results were corrected in epic due to a clotted sample that compromised the hematology instrument.

Event description:
Additional information received from reporter on 12/22/23 for report mw5147774 to update event date. Revision to a previously submitted form.